Event description:
The balloon catheter was used during an angioplasty procedure. The balloon was initially inflated to a pressure of 12atm for 60 seconds. A second inflation to a pressure of 12atm for 20 seconds was then performed. The balloon burst during the second inflation. Upon removal, the balloon distal tip separated. The radiopaque marker band was left behind in the tissue. All other pieces were removed, and no additional medical intervention was required. There was no further patient harm.